Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the balloon would not deflate when it was time for regular catheter change. The physician cut the catheter at the junction but the balloon still would not deflate. The physician manually burst the balloon by going through the catheter lumen. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no sample returned for investigation. Therefore investigation will be conducted based on current production samples which are same type and same size with the complaint device. From complaint description, it was reported patient could not deflate the balloon when it was time for her regular catheter change (monthly}. Further investigation, (B)(4) pieces of production samples were inflated with 10ml of sterile water. No such issues were observed. Next, all the inflated catheters were subjected to soaking in simulated urine at temperature 37 -2 - c as per en1616:1997 requirements. The samples were left in the simulated urine for 14 days. After 14 days, the samples then were subjected to visual inspection, reverse flow test and deflation reliability. The catheters have passed the requirements of the functionality test. Based on the investigation conducted, the balloons were able to inflate and deflate without any abnormalities observed or difficulties faced. There were no products functionality issues observed based on production samples. In current manufacturing process, all foley catheters undergo 100% inspection, inflation, deflation and 30 minutes leak. Other remarks: test prior to packaging. Any defective product will be culled out during this process. Therefore, this complaint could not be confirmed.

Event description:
Reported event: the balloon would not deflate when it was time for regular catheter change. The physician cut the catheter at the junction but the balloon still would not deflate. The physician manually burst the balloon by going through the catheter lumen. The patient's condition was reported as fine.